Event description:
Patient has a history of dilated cardiomyopathy, and implantation of a bi-ventricular ICD 6 years ago. The patient had significant improvement in her cardiac function, with recent ejection fraction (ef) near 40-45%. A generator change was done 5 months ago. Increased "noise" was noted involving the left ventricular (lv/cs) coronary sinus lead st. Jude model 1056. In addition the right ventricular lead was an alerted medtronic sprint fidelis lead model 6949. The device was working well until 3 months ago when the patient experienced an inappropriate shock. Patient returned to have laser extraction of both the right ventricular (rv) and coronary sinus leads with replacement. The generator was also replaced for compatibility with the new lead.